Event description:
Customer reported that he had high blood glucose of 300 mg/dl and that his insulin pump is alarming motor error, squirting insulin out and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.